Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. (B)(6).

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Confirmation testing was performed with pcr generating negative results. The customer stated the patient was asymptomatic. The patient was unable to be admitted into the hospital due to the false positive.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166091 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m166091 and test base part number 190-430 / lot m166091. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166091 showed that the complaint rate is 0.002%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.